Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that on (B)(6) 2025, there was need to insert a PICC for chemotherapy. The model number was 7617405. On (B)(6) 2025, when assessing the catheter before infusion, it was found that there was leakage from the transparent extension tubing. The dealer was contacted afterwards, and a new set was provided for replacement and continued use. No further information provided.